Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the rear stop on the device had broken off. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.